Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was being advanced to a lesion in the bypass left internal mammary artery-ramus interventricularis anterior. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states the xience xpedition are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. However, it does not appear that the IFU deviation caused or contributed to the complaint.

Event description:
It was reported that the procedure was to treat a lesion located in a bypass left internal mammary artery-ramus interventricularis anterior. The target lesion was pre-dilated with 1.5x10 mm and 2.5 x 10 mm non-abbott balloon, both balloons were inflated up to 10 atmospheres. During advancement of the 2.25x15 mm xience xpedition stent delivery system (sds) and before reaching the lesion, the hub at the proximal end of the device detached and the sds would not advance any further. There was no unexpected resistance felt during advancement with the anatomy, the guiding catheter or the guide wire. The sds was easily removed without any issues and another xience xpedition of the same size (2.25 x 15mm) was used with success. The result was very satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.